Manufacturer narrative:
This complaint includes known side effects for the treatment. The complaint was received through the company website with very limited information. Therefore, the investigation of the event has yet to be completed and any additional findings will be reported in a follow up report.

Event description:
Patient developed lip, tongue and chin numbness, gait imbalance and weakness on the treated side after the essential tremor treatment.

Manufacturer narrative:
No malfunction detected. No new risk has been recognized. Treatment parameters were in line with the typical range. The side effects reported by the patient are a known risk of the device.

Event description:
Three months after the first essential tremor treatment, the patient reported that the tremor returned. The patient was scheduled for a retreatment after the second treatment, the patient reported the following effects on the treated side (right): lip, tongue, and chin numbness, gait disturbance, and weakness.